Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25151919 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector (us). When inserting the vh-3200 into the cannula, there was friction which made it difficult to advance the ehv kit into the patient. Case was completed successfully without patient harm and product did not need to be changed out.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector (us). When inserting the vh-3200 into the cannula, there was friction which made it difficult to advance the ehv kit into the patient. Case was completed successfully without patient harm and product did not need to be changed out.